Event description:
It was reported difficulty was encountered deploying this filter which resulted in the filter migrating to the liver. Another filter was successfully placed without patient complications. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening up release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."